Event description:
A voluntary medwatch was received. Within the medwatch it was explained that a child she knows with vns now requires their liquids to be thickened. The reporter stated the child has required thickened fluids for 3 years. The reporter explains the device leaves children with the complication of choking on fluids if not thickened. Additional relevant information has not been received to-date.